Manufacturer narrative:
This has the potential to cause death or serious injury. Inability to connect the controller to the driveline due to connector damage will result in loss of power to the pump. Inability to connect the power source to the controller will result in loss of power redundancy with potential for pump stoppage. Pump stoppage has the potential harm for serious injury or death due to hypoperfusion, thrombus, and associated sequelae including death. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." If both power sources are disconnected from the controller, a loud, continuous alarm will sound and there will be no message on the controller display. The pump is not pumping and power sources should be connected immediately. If this action does not resolve the alarm condition replace the controller." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the medical personnel that controller was issued on (B)(6) 2015 and has a loose power port in the controller housing. Cac adapter was issued on (B)(6) 2015 which intermittently falls out of the controller. It has a poor connection. Patient tolerated controller changes with no issues. The site reported: the power port was noted by a manufacturer clinical engineer to have an exposed gasket which is causing the loose port. It is reported that there were no excessive forces or damage done to the controller by the patient. No alarms or loss of power. The manufacturer clinical engineer recommending controller change because the misplaced gasket makes the water proof rating on the controller inaccurate. Patient tolerated controller changes with no issues.

Manufacturer narrative:
One controller and one cac adapter were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation confirmed that the associated controller met all requirements for release. Analysis of the returned controller revealed that the device failed to meet specifications; the device passed functional testing but failed visual inspection as a result of power source port 1 was loose and was missing a gasket, and power source port 2 had a displaced gasket. The confirmed malfunction is related to the reported event. Analysis of the returned cac adapter revealed that the device failed to meet specifications; the device failed visual inspection and functional testing as a result of an intermittent power/ground wire that was creating an unstable dc voltage output (short). A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. The most likely root of the cac adapter's poor mechanical connection can be attributed to wear on the strain relief as a result of excessive bending. The usage p attern most likely contributed to the fraying or breaking of the cable wire. (B)(6) - cac adapter / catalog nuymber 1425us / expiration date unknown d4, unique identifier (UDI) #: n/a h6: method code: 10 - actual device evaluated, 38 - visual inspection, 20 - interoperability evaluation results code: 122 - open circuit conclusion code: 77 - operational context caused or contributed to event an internal investigation has been opened by the supplier to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Per FDA request, this follow-up report was electronically resubmitted. All relevant substantive information was previously submitted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated sections: d4, g4, g7, h2, h3, h6 and h10. One controller and one cac adapter were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation confirmed that the associated controller met all requirements for release. Analysis of the returned controller revealed that the device failed to meet specifications; the device passed functional testing but failed visual inspection as a result of power source port 1 was loose and was missing a gasket, and power source port 2 had a displaced gasket. The confirmed malfunction is related to the reported event. Analysis of the returned cac adapter revealed that the device failed to meet specifications; the device failed visual inspection and functional testing as a result of an intermittent power/ground wire that was creating an unstable dc voltage output (short). A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. The most likely root of the cac adapter's poor mechanical connection can be attributed to wear on the strain relief as a result of excessive bending. The usage pattern most likely contributed to the fraying or breaking of the cable wire. (B)(^) - cac adapter / catalog nuymber 1425us / expiration date unknown. D4, unique identifier (UDI) #: n/a. H6: method code: 10 - actual device evaluated, 38 - visual inspection, 20 - interoperability evaluation. Results code: 122 - open circuit. Conclusion code: 77 - operational context caused or contributed to event. An internal investigation has been opened by the supplier to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.